Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2bynu, product type: lead. Product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was on vacation and they started leaking, especially at night. They stated due to this they were trying to connect with the ins and they reported getting 'different internal device detected' message. They were walked through connecting on the call, they initially were getting communicator not found message, but confirmed the communicator successfully connected with the handset on the call. They continued to get the error message after troubleshooting. They stated this was the first time they had attempted to connect to the ins since implant and that the described issue had been going on for the past week. They reported that when they did the surgery they did a twilight sleep and then woke the patient up. They reported the rep woke the patient by turning it up. They clarified that it stung when they were increasing stimulation, noting that if they increased stimulation too high, it stung. They stated it worked in the operating room because the patient felt it twice when they turned it up. They stated this was done on purpose to see if the lead was in the right place. They turned stimulation up to 8 and it didn't need to be at 8. The patient was becoming escalated so no further clarification was gathered, they were redirected to their healthcare provider. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's gained weight causing the lead migration.